Event description:
It was reported that premature detachment occurred. A left atrial appendage closure procedure was performed. The watchman flx laa closure device was deployed and upon deployment it prematurely detached from the core wire. The procedure was completed successfully with this device and there were no patient complications.

Event description:
It was reported that premature detachment occurred. A left atrial appendage closure procedure was performed. The watchman flx laa closure device was deployed and upon deployment, it prematurely detached from the core wire. The procedure was completed successfully with this device and there were no patient complications. It was determined that this report is a duplicate of MDR report number: 2124215-2022-34675.